Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had arrow button was not working. The customer¿s blood glucose was 358 mg/dl. Customer stated that they had high blood glucose level and had given himself treatment already. Customer stated that they did not want to troubleshooting. The device will not be returned for analysis.